Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleged his infusion device delivered inaccurate amounts of insulin for the basal delivery. The patient's blood glucose became elevated when he began using the device vs. A competitor's device. The patient doubled his basal rates and still experienced elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.